Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and the patient experienced diaphragmatic stimulation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.